Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced ectopy when the pump was turned down to a pressure of less than nine. An echocardiogram performed at bedside revealed the pump was jumping back and forth and was worse at lower levels causing the ectopy. To resolve the issue, the physician advanced the device into the ventricle which stopped the ectopy, and then turned the patient¿s pressure to two. The physician monitored the patient¿s heart for a few minutes and noted the patient¿s condition was stable. The patient was successfully weaned from the impella and the impella was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.